Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient has had high impedance since implant. All of the contacts associated with contact 8 are showing high impedance >40k. All of the other combinations are above the recommended threshold. There were no issues noted during the lead placement procedure. It was noted that the patient hit their head when leaving the hospital a few weeks prior, although it is unclear if this is a potential cause. The patient's left side impedances are within normal limits the patient was being seen that day for a programming session. There were no symptoms reported. No further complications were reported.